Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. H6: the codes present in h6: correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 11 months following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unspecified conduction disturbance. No additional adverse patient effects were reported. Additional information was received that the valve was implanted inside a previous non-medtronic surgical aortic valve. A post-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. The mean gradient following implant was 18 mmhg. Approximately two months following implant, trace paravalvular leak (pvl) was observed. At the six month follow-up appointment, the pvl was resolved. The mean gradient at the five month follow-up appointment was 28 mmhg. No adverse patient effects were reported.